Manufacturer narrative:
G4: 09jan2020. B4: 15jan2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer reported that the touchscreen was replaced and the unit has not had any additional issues. The unit is back in service. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019.

Event description:
It was reported that the touchscreen would not calibrate. There was no patient involvement.